Manufacturer narrative:
Correction- section h11: added UDI statement as it was missing in the initial report (2017865-2026-07919): UDI not available as the product information was not provided.

Event description:
Voluntary medwatch received states that the patient's insertable cardiac monitor (icm) was explanted and replaced due to an unspecified reason. No adverse patient effects were reported.